Event description:
A caregiver reported the error message, "scan again in 10 minutes," for 2 hours or more while the 5-year-old customer was wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer blood gluocse elevated and they were unable to treat themselves. The customer's mother provided insulin for the treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000g4ljqh has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the error message, "scan again in 10 minutes," for 2 hours or more while the (B)(6) year-old customer was wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer blood gluocse elevated and they were unable to treat themselves. The customer's mother provided insulin for the treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.